Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. Troubleshooting activities performed by baxter determined the cause of the event was the firewall settings were incorrect. The system devices were rebooted and the nurse call system function as intended. A review of the nurse call event log (see chronos report in diligence log) noted that a lost rcb call was issued/cancelled from room 8(B)(6) starting at 00:47 on (B)(6)2024 and continued multiple times throughout the day. Compression fractures are small breaks in the vertebrae that are commonly caused by osteoporosis in postmenopausal women and older men. Other causes can include metastatic tumors and trauma. A compression fracture can be an incidental finding on x-ray and may not produce symptoms; however, a fracture that develops quickly or worsens over time can cause acute or chronic pain, difficulty standing or walking, and decreased mobility of the spine. A compression fracture may be managed through non-surgical approaches including pain relief, rest, wearing a back brace, and physical therapy. Surgical procedures may be considered if conservative treatment options are ineffective. Additionally, bone-strengthening drugs and lifestyle changes are important in the prevention of subsequent compression fractures. In this event, the patient reportedly sustained a t12 and l1 compression fracture, and no additional information could be obtained from the customer regarding treatment, medical history, admitting diagnosis, and outcome. Based on the nature of the injury, medical or surgical intervention was likely required to prevent permanent impairment of a body function or permanent damage to a body structure; therefore, it can be reasonably concluded a serious injury occurred. If a lost rcb were to recur, it would be unlikely to cause or contribute to a death or serious injury. Although the voalte nurse call system was not functioning at the time of the patient fall, the customer confirmed that the bed exit alert appropriately alarmed at the bed. The system is designed to place system alerts on the primary staff consoles, and other applicable user interfaces, when there is a malfunction. This system alert is an indication to the staff that the room, component, or service has a problem and requires servicing. The system alert provides staff the opportunity to implement back up protocols for patient communication. The cause of the reported event was likely related to use error, and unlikely related to the voalte nurse call system.

Event description:
It was reported that the entire facility¿s voalte nurse call system was offline and experienced multiple lost rcb alerts. During this time, a patient in room (B)(6) in the long-term care unit fell on (B)(6) 2024 at approximately 00:30 and reportedly sustained a t12 and l1 vertebral compression fracture. The customer stated the pillow speaker did not alert because the entire site was offline. The patient exited the bed, and the customer confirmed that the bed exit alarmed at the bed, but the patient had fallen by the time the nursing staff arrived in the room. Treatment information was not reported, and no additional information was obtained from the customer after multiple due diligence attempts. This report was filed in our complaint handling system as complaint (B)(4).